Event description:
This case was initially received via (B)(6) on 10-oct-2017. The most recent information was received on 13-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("touching my lower back makes me cry"), fibromyalgia ("fibromyalgia syndrome") and hemianaesthesia ("feeling of loss of sensitivity on the left side of my face") in a female patient who had essure (batch no. 628422) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia, weight gain (due to pain medication), nervousness (due to pain medication) and restless legs syndrome (due to pain medication). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 3 months after insertion of essure, the patient experienced back pain (seriousness criterion medically significant), fibromyalgia (seriousness criterion hospitalization) with fatigue, myalgia, musculoskeletal stiffness and pain in extremity, hemianaesthesia (seriousness criterion medically significant), headache ("frequent headaches"), tendonitis ("tendonitis (left elbow, gluteus medius muscle left and right)"), rotator cuff syndrome ("tendonitis in the shoulders"), amenorrhoea ("stopped having my periods for 1 year"), abdominal distension ("constantly hard and swollen abdomen"), visual impairment ("reduction in vision"), ocular discomfort ("discomfort in the left eye"), lacrimation increased ("watery eyes"), dysphagia ("false passage on swallowing even at night"), dizziness ("dizziness"), mood swings ("unmanageable mood swings"), bradyphrenia ("thinking has slowed"), amnesia ("memory loss"), speech disorder ("mix up words") and feeling abnormal ("feeling I am elsewhere"). In 2016, the patient experienced menorrhagia ("periods still very heavy for 6 to 7 days"). On an unknown date, the patient experienced pain ("whole body hurts / simply leaning against a wall causes pain / pain upon waking"). The patient was hospitalized for 10 days sometime in 2010. The patient was treated with dydrogesterone (duphaston), analgesics, antidepressants, antiepileptics, ibuprofen, ketoprofen and immobilization (back brace). At the time of the report, the back pain, fibromyalgia and pain had not resolved and the hemianaesthesia, headache, tendonitis, rotator cuff syndrome, menorrhagia, amenorrhoea, abdominal distension, visual impairment, ocular discomfort, lacrimation increased, dysphagia, dizziness, mood swings, bradyphrenia, amnesia, speech disorder and feeling abnormal outcome was unknown. The reporter considered abdominal distension, amenorrhoea, amnesia, back pain, bradyphrenia, dizziness, dysphagia, feeling abnormal, fibromyalgia, headache, hemianaesthesia, lacrimation increased, menorrhagia, mood swings, ocular discomfort, pain, rotator cuff syndrome, speech disorder, tendonitis and visual impairment to be related to essure. The reporter commented: the patient was followed at pain management clinic and then hospitalised there for 10 days in 2010. Anti-pain medication was tested with an antidepressant and an anti-epileptic, with their adverse reactions including nervousness, weight gain and restless leg syndrome. In (B)(6) 2012, she was diagnosed with fibromyalgia syndrome. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: back pain: n° 387 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-oct-2017: quality-safety evaluation of ptc. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.